Event description:
It was reported that in central processing, the tips of the fenestrated bipolar forceps instrument were found to be misaligned. There was no allegation of harm or injury to a patient. No fragments fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip bent causing side to side misalignment of grips. There was a .067 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint; however, the likely cause of bending remains overloading at the tip. The electrical continuity test was performed and it passed. Failure analysis concluded that the damage was likely due to mishandling. Failure analysis investigation also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.